Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking at the upper fitment while infusing carboplatin 449mg in ns 250ml over 30 minutes. The leaking was not noticed until the infusion was completed and removed from the chamber, as it was small. The patient received all of the medication and there was no harm to the patient as a result of the leak.

Manufacturer narrative:
(B)(4)